Event description:
A tissue marker introducer broke off in the pt's breast during a sterotactic breast biopsy procedure. There will be no additional procedure performed to remove the introducer piece from the pt's breast at this time. The customer was provided a component letter outlining the biocompatability of the device used.